Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to close. A field service engineer (fse) found that the full height drawer 6 was not sensing as closed due to a missing inseparable magnet. The latch inseparable was replaced, and the hardware test application (hta) test passed successfully. The system was rebooted, and the customer was able to recover without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 6 was failed.the customer reported that the malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.